Manufacturer narrative:
Pump had blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump was received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the battery compartment was corroded. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.